Manufacturer narrative:
Unable to confirm deflation. Device not returned. Cause could not be established.

Event description:
Deflation resulting in explantation.

Event description:
Alleged deflation.